Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on balloon. The 100% stenosed, 18mm x 4.0mm target lesion was located in the moderately tortuous and non-calcified proximal right coronary artery (rca). After a guide wire crossed the lesion, a 4.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. During removal of the device, angiographic image showed that the stent was stuck at the tip of the guiding catheter and the stent moved on the balloon. Subsequently, the stuck stent was removed with a snare. A 4.0x16 non-bsc stent was then implanted and the procedure was completed. No patient complications were reported and the patient's status was good.